Manufacturer narrative:
Batch review performed on 28-01-2025. Lot 2304305: (B)(4) items manufactured and released on 26/07/2023. Expiration date: 2028/07/05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: a periprosthetic fracture was detected immediately after tha surgery during a postoperative x-ray while the patient was recovering in the pacu. It remains unclear whether the fracture occurred intraoperatively during the closing phase of the surgery or in the immediate postoperative period. Additionally, there is no reported evidence of a traumatic event. The available x-ray clearly confirms a spiral femoral fracture involving the entire stem. Standard femoral preparation during surgery may have weakened the bone, predisposing it to an early fracture. Furthermore, the patient's bone quality could have played a role in this event. However, there is insufficient information to draw a definitive conclusion regarding the root cause of the failure. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
On the same day of the primary, while the patient was in the pacu, x-rays were taken that showed a fracture. The surgeon cabled the fracture and revised the medacta head and stem to competitor devices. Liner and cup were kept. The surgery was completed successfully.